Manufacturer narrative:
The medical device problem code was updated. Qc was within range prior to the event. The field service engineer (fse) found the dilution tubing had a pinhole leak. The fse replaced the dilution tubing. The customer performed successful calibration and qc. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for 3 patient samples tested for ise indirect na and ci for gen.2 on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 125.2 mmol/l. The repeat result was 141 mmol/l. The initial cl result was 95.5 mmol/l. The repeat result was 106 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The na and cl electrode lot numbers with expiration dates were not provided. The investigation is ongoing.